Manufacturer narrative:
Olympus contacted the user's facility to obtain additional info regarding this report. The users reported that the intended procedure was completed with the subject unit. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined at this time. If the subject device is returned for evaluation, then this report will be supplemented. (B)(4). Reference MFR. Report # 8010047-2011-00004 for a related report. This report is being submitted as an MDR in an abundance.

Event description:
The user facility reported that during a laparoscopic hysterectomy procedure, the distal tip broke off, and the sonosurg g2 generator reportedly did not provide an alarm. The separated portion of the device was recovered during the same procedure with a grasper. The procedure was completed with another sonosurg probe. There was no pt injury reported.